Manufacturer narrative:
(B)(4). Vyaire's field service representative reached out to the customer to schedule an on-site evaluation. The customer reported the issue was been resolved and would like the call cancelled at this time. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿. The customer reported that there was no patient involvement associated with the event.